Manufacturer narrative:
Missing information in follow-up 01: in returned goods form received with the device (on 07/06/2017) customer stated april 2017 as incident date. Correction of "patient code" in follow-up 01: in returned goods form received with the device (on 07/06/2017) customer stated: "no injury to the patient".

Event description:
This is follow-up 02.

Manufacturer narrative:
Product received on 06th july. The device was inspected and tested on 7th july 2017. Within this inspection, functional testing and visual inspection was made. The result was: the device did not show any deviation that could cause the reported incident. Interval of the supplier maintenance was exceeded by the customer. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
This is follow-up 01.

Manufacturer narrative:
Device not yet received.

Event description:
Customer mailed on (B)(6) 2017 asking for an inspection of whole doro unit for wear because surgeon had reported that while using the 3030-300 intra-op system, ..."it seemed to slip on him in a case a few weeks back."